Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's wife reported via phone call that the insulin pump's screen was frozen. He received a weak battery alert. The time on the insulin pump did change. While troubleshooting for the weak battery alert, the insulin pump's keypad was unresponsive. The insulin pump alarmed button error. Customer's blood glucose level was 126 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump was unable to verify weak battery alarm due to button/keypad anomaly. No frozen screen noted. The insulin pump received with cracked case at display window corner, cracked battery tube threads and minor scratched display window.